Manufacturer narrative:
Sensor 3mh007f0zuw was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly and no failure modes were observed. Attempted to reprogram the returned sensor patch, however, an error occurred during reprogramming. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The sensor has been sent for further investigation. Visual inspection has been performed on the returned puck and no physical issues were observed. Attempted to scan the returned puck, however, a communication issue was observed. An error prevented it from being reprogrammed and further tested, therefore, the issue is unable to test. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The caller reported the customer obtained an error message, " no active sensor" displaying messages while wearing the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer had a seizure however was able to self-treat with something to eat for treatment. No further information was reported. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The caller reported the customer obtained an error message, " no active sensor" displaying messages while wearing the adc freestyle libre 2 sensor. As a result, on (B)(6) 2021, the customer had a seizure however was able to self-treat with something to eat for treatment. No further information was reported. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.